Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. The device was interrogated by the programmer upon receipt and low battery voltage was observed. The device failed hv automated testing. Further testing showed that the hv circuitry had been damaged during analysis. The original battery was sent to the vendor for further evaluation, and an internal battery anomaly was found to cause the premature battery depletion.